Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (h10l10037, h11a07067), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
This report was received by global pharmacovigilance and is a spontaneous report by a nurse in the USA of peritonitis coincident with dianeal unknown therapy. On an unreported date, the patient began treatment with dianeal unknown (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported the following. On an unknown date, the patient developed peritonitis and was hospitalized on an unreported date. It was unknown if a peritoneal effluent culture was performed. Treatment, outcome, and action taken for the drug were unreported. An opinion of causality was not reported.